Manufacturer narrative:
This event was already captured under (B)(4), due to this is a duplicate incident, please void the following report.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, on or about (B)(6) 2021, plaintiff reported for a revision/replacement if the femoral head and neck. Dr recommended the revision surgery after plaintiff presented with pain and weakness, adverse local tissue reaction and elevated cobalt levels. Neck (pha01242), head (pha04426) and liner (dlxplf40) were implanted during the revision surgery. Products not revised: product ID:. Lot number:. Qty:. 20070031 1830209 1. Dspcgf56 1822203 1. Pha00248 01112839031803042 1. 18080304 1771974 1. 18080303 1802295 1.